Event description:
It was reported that the atrial lead fractured and polarity switching occurred. The lead was capped and replaced. The patient was a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, ipg, implanted: (B)(6) 2009. (B)(4).